Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for charcot foot on (B)(6) 2015 at 1 or 2pm with a blood glucose level of 129 mg/dl. The customer was given antibiotics to treat the issue caused by diabetes. The customer stated their meter was 50 points higher than it should have been and would like to return their meter. The customer's insulin pump was not returned for analysis.